Event description:
Paraplegia after implantation: after the thoraflex hybrid was implanted, postoperative sequelae (paresis) occurred. The procedure itself was successfully completed without problem. The patient needs to be followed up in the postoperative rehabilitation. Surgeon's comment on causality: as the patient was on dialysis and had poor blood vessels, it is possible that atheroma or others travelled when the thoraflex hybrid was implanted. Operation type: thoracic aortic artery replacement. No blood loss. No device failure or deficiency/ not procedure related/ possibly related to pre-existing condition. Patient outcome: the patient's hands and feet move slightly, so it is expected that that the patient will get better with rehabilitation. This report is being submited as a initial/ final for mfg report number 9612515-2024-00066 to provide event closure information for (B)(4).

Manufacturer narrative:
Clinical code: 2448: paraplegia- paraplegia after implantation: after the thoraflex hybrid was implanted, postoperative sequelae (paresis) occurred. Impact code: 4623: rehabilitation- the patient's hands and feet move slightly, so it is expected that that the patient will get better with rehabilitation. Device problem code : 3190: insufficient information- additional information request was sent to the site on 21 aug 24 regarding cross-clamp time, if the patient was on bypass, if any scans will be provided, pre-existing condition of the patient, update on the patient outcome, patient rehabilitation, allergic reaction, occlusion or twisting/kinking of the graft, if any complications, if any issues with the use of graft, reason for device failure. However, on 22 aug 24, the site confirmed no scans/images or further information will be available for this event. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 5-year review of similar complaints thoraflex hybrid sales jan 21 - jun 24 vs medical event paraplegia type jan 21 - aug 24 gave an occurrence rate of (B)(4)%. No trend requiring action has been identified. 4111 - communication interview: on 21 aug 24 additional information was received as the patient was on dialysis and had poor blood vessels, it is possible that atheroma or others travelled when the thoraflex hybrid was implanted. Based on these physician comment, the possibility of the event which occurred as a result of the device implantation cannot be ruled out. On 22 aug 24, the site confirmed no scans/images or further information will be available for this event. 3331 - analysis of production records: a full batch review was performed for batch ID: 25672213, and no issues were identified during manufacturing process from raw materials to finished products. 4117 - device not returned: device remains implanted. Investigation findings: 3221- no findings available: from the investigation performed and with all findings it was not possible to determine if the event is related to the device. Investigation conclusion: 4315- cause not established: the site confirmed no scans/images or further information will be available for this event. It was not possible to determine if the event is related to the device. Therefore, we could not determine a root cause for this event.